Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the device had logged an event code into its memory. Physio cleared the error and calibrated the device. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A physio-control service representative visited the customer for planned maintenance and found one of their devices labeled as "faulty equipment". During  device evaluation, the service representative found that the device had logged an error code that is indicative of a faulty or leaky capacitor on the therapy pcb assembly which can cause the AED functionality of the device to not work. There was no report of patient use associated with the reported event.